Manufacturer narrative:
Concomitant product: ddbb1d4 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that one day post-procedure, the right ventricular (rv) lead exhibited high impedance readings and a drop in r-waves. It was further reported that the lead issue was likely due to a lead dislodgement and/or connector pin in the header. A lead revision procedure was performed, and the rv lead and implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.